Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event while using the ilet and treated the episode with oral glucose; the cause was unclear. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication administration. Investigation included interviews and analysis of information provided by the user¿s family. Investigation of this case revealed no findings available, with insufficient information regarding a potential device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.